Event description:
User facility medwatch report received that states ¿vascular closure device failure of the left 6 french perclose proglide, with left groin hemorrhage. During the pre-close portion of the endovascular aneurysm repair, one of the 6 french perclose proglide devices malfunctioned. The foot plate on the device did not retract properly to the neutral position allowing normal removal of the device. This resulted in the device almost being stuck in the femoral artery. With manipulation the proglide device was removed, it caused damage to the patient's left common femoral artery. This resulted in emergent surgical cut down, and arterial repair to the left common femoral artery."

Manufacturer narrative:
The device was returned for analysis. The reported difficult to open or close the foot was confirmed. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records and exception management system revealed no manufacturing nonconformities or exception issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The patient effects of vascular injury (tissue damage) and bleeding (hemorrhage) are listed in the electronic perclose proglide instructions for use as possible adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report# mw5115824

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the foot did not fully retract. The device was removed and vessel damage was noted. A surgical cutdown was performed to repair the vessel. The sutures of two new proglide devices were successfully pre-placed. Additionally, the sutures of two proglide devices were successfully pre-placed in the right common femoral artery (rcfa) without issue. The sheath was upsized to a 12f in the lcfa and a 18f in the rcfa and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.